Event description:
Boston scientific crm received info that during a lead revision, the proximal lv screw on this cardiac resynchronization therapy-defibrillator (crt-d) was stuck in a retracted position. Multiple attempts to free the setscrew were unsuccessful. A different crt-d was successfully implanted. The explanted device was returned for analysis. Further info notes that this pt endured atrial fibrillation and a pleural effusion (pe) thought secondary to the implant procedure. Seven days post discharge, the pt expired due to cardiac arrest. The echocardiogram noted no pe. No allegations reported towards the device or leads.

Manufacturer narrative:
Laboratory analysis of the returned pulse generator found that the proximal lv setscrew was stuck in a fully retracted (up) position. Our technicians confirmed that the stuck setscrew could not be loosened with a standard model 6942 torque wrench supplied with this device. The ratchet mechanism of this wrench is designed to slip at 15 inch ounces to prevent damage to either the retainer ring or the lead. Using a calibrated tool, the setscrew was able to be loosened with a force of 22 inch ounces. The setscrew then operated normally. The returned lead was found to be electrically continuous. Regarding the further info of the pt's death, the implanted leads and device were not returned. Should they be returned or further information is provided, this event will be updated.